Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source to charge, but the pump did not turn on.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was black and unresponsive. Blood glucose level was 383 mg/dl. Reportedly, the customer had an alternate method of insulin delivery available.